Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 559 mg/dl. The customer stated that prior to the event, she was feeling ill but that the doctor ruled out the illness as the cause of the event. The customer also stated that she changes her infusion set every five to seven days and that her last set change was five days before the event. It was explained to the customer how to correctly use the infusion sets. The customer mentioned receiving a no delivery alarm. Programming was correct. Troubleshooting was performed and the insulin pump passed both the fixed prime and high pressure tests.